Event description:
My mother was wearing her freestlye libre 3 cgm and experienced a weird feeling and collapsed to her knees. She fell onto the floor and her cgm was alerting that her glucose level was around 80 and then it dropped to 52. We treated her low and then assisted her off of the floor and into her recliner. 10 mins passed and her right knee began to swell and fill with blood, due to her being on blood thinners. She was transported to the hospital and was admitted for 2 weeks with complications due to the fall. Today, (B)(6) 2025 she will be having surgery to remove a hematoma and dead tissue and will be admitted again with a wound vac. She is 75 years old and this has drastically changed her mobility, health, and quality of living. I didn't know about the recall until the news covered it. When she was in the hospital, she would tell the staff that her meter was saying that her sugar was higher than what their meters were reading. It makes sense now, when she fell her sugar must have been very low and her meter was reading as it was ok or higher than what it was. That also means she was probably mis dosing herself with her insulin based on the false reading of the freestyle libre 3 plus. She has a long road of recovery a head of her.